Event description:
It was reported that it was difficult to thread into one of the holes of the optilock proximal humeral plate. It was also reported that the driver would not seat easily into the head of the screw. Patient status is fine.